Manufacturer narrative:
UDI # (B)(4). Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. The root cause of this event cannot be conclusively determined with the available information. However, the event observed in this case was most likely due to patient related factors. The explanted device was not returned for evaluation as there was no allegation of device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 34mm 4600 annuloplasty ring was explanted after an implant duration of two (2) years, one (1) month due to pannus, ring dehiscence, and recurrent severe mitral regurgitation. The explanted ring was replaced with a 32mm 4450 annuloplasty ring. Per the medical records, the annuloplasty band was well secured to the posterior annulus, but it was a little off from the trigone at the posterior medial commissure. As such, there was a degree of recurrent prolapse. Additionally, the annuloplasty band had a very aggressive ingrowth of fibrin that had essentially wrapped over the top of the prior suture repair and caused a restrictive defect in the midpoint of the repaired leaflet. The ring was excised and a 32mm 44500 ring was implanted in replacement without complication. The patient tolerated the procedure well and was taken to the ICU in stable condition. Postoperatively, the patient developed junctional bradycardia and required intermittent atrial pacing. On pod #4, he developed paroxysmal atrial fibrillation, rate controlled. The patient was discharged home on pod #7 in good condition. The customer confirmed that there was no allegation of device malfunction. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected data: